Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, displacement test, and basic occlusion test. However, the device was unable to prime during prime test due to faulty force sensor resistor. No unexpected, unexpected restart error, alarms noted. The device had missing end cap sticker, minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.